Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported to philips that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was not in use on pt.

Manufacturer narrative:
The data acquisition pcba and data acquisition pcba to motor controller pcba cable were returned to philips (B)(4) for failure investigation, these parts were tested and no failures were identified. The determination could not be made that the device failed to meet specifications, and the device is used for treatment. The v60 ventilator was not in use on a patient, and there is a relationship of the device to an adverse event. Office contact information: (B)(4).

Event description:
The customer reported to philips that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was not in use on patient.